Event description:
The patient reported having blood glucose between 300 and 400 mg/dl with emesis; the patient drove herself to the hospital and was treated with insulin but was not admitted. She confirmed all pump settings to be correct. She reported replacing infusion sets every three to four days; the user guide instructs the patient to replace the infusion set every two to three days. She stated that she experienced pain with insertion on a couple occasions but has not noticed any bent cannulas, air bubbles, or scar tissue. The patient reported that the history contains several occlusion alarms. She reported that the insulin was unexpired and clear. Customer support (cs) concluded that there was no indication of a mechanical problem with the pump. Cs recommended to the patient to follow up with her health care provider to discuss possible scar tissue issues and possible use of a different infusion set. She continued using pump with injections as needed. This report is made based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.